Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a lower anterior resection procedure. The staple line was not formed after firing. The device cut but the staples did not deploy. There was poor staple formation. The staple line was over sewed with suture to fix the issue. There was tissue damage but it was reversible. The surgical time was extended by more than thirty minutes but no adverse event was caused due to the delay. No reinforcement material was used in conjunction with the stapling device. The current status of the patient is stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one single use stapler opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record for the instrument indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).